Event description:
The fixator was applied for an elective distal radius osteotomy for a malunion. Subsequent to the device application, it was noted that the clamp cover screw head sheared off. A second surgery was done to replace the fixator.